Event description:
Patient allegedly received an implant on an unknown date in 2009 due to dvt (deep vein thrombosis) and blood clots. Patient is alleging tilt and vena cava perforation. The patient is further alleging pain on [the] right side of [the] body and "it is painful in my torso/abdomen and difficult to do daily activities like housework, gardening, and shopping."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT (computed tomography) dated (B)(6) 2018, "positive for caval perforation. Superior extent of filter is at t11-t12 disc space. Inferior extent mid l1 vertebral body. A total of four have perforated ivc, series 2, image 18. Maximum distance prong perforated is 3.80 mm, series 2, image 18. Coronal images show 10.18-degree tilt of filter left-to-right, series 4, image 22. Sagittal images show zero-degree tilt anterior-to-posterior, series5, image 46. Diameter of ivc directly above filter measures 13.03 x 11.85 mm, series 2, image 7."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, pain, difficulty doing daily activities. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and difficulty doing daily activities are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from x-ray dated, 20nov2009: "impressions: as an incidental but perhaps significant finding, an inferior vena cava filter is identified and is located in an unusual location, probably above the confluence of the right and left renal veins. Although I see no breakage of the filter, a migrated filter may be present. The finding is compared to 08/09/2009 radiograph, and the filter was in the same position and has shown no change". "Abnormal position of greenfield type inferior vena cava filter." "The significance of this finding is uncertain". Per a report from computed tomography 2, dated 05nov2018: "findings: ivc filter extends into the intrahepatic ivc."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on approximately (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.